Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe was found with foreign matter before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation conclusion: it was verified the batch record, quality notification and maintenance and no deviation was found. Without samples or photos it was not possible determine the root cause for the defect, since no deviation was found in the process, the samples are important to perform an investigation. Complaint not confirmed. Root cause description: without samples or photos it was not possible determine the root cause for the defect, since no deviation was found in the process.